Event description:
The patient's mother contacted animas to report that her son obtained an elevated blood glucose (bg) reading of 516 mg/dl on (B)(6) 2011 and was taken to the ER where he was placed on an insulin drip and also treated with insulin via injection and then discharged. At the time of the call, the reporter informed animas customer support that the patient was at school and therefore, did not have the pump available for review. The reporter agreed to contact animas back when she had the pump available; however, she did not call animas back. Customer support made several attempts to reach the reporter to obtain additional information regarding the high bg and to troubleshoot the subject pump without success. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the bolus button was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.